Event description:
It was reported that "this disposable cervix manipulator was inserted into the vagina and cervix. Upon removal the cup at the end of the manipulator came off of the shaft of the product. The cup was retrieved and there was no injury to the pt." Info from user facility: device usage problem: other.

Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch's 1320894-2008-00147. The device is not being returned to conmed as it has been discarded by the end-user. A supplemental report will be filed after the quality engineering investigation has been completed. (B)(4).